Event description:
The pt's spouse used the suspect device to check pt's blood glucose and obtained a result of 90 mg/dl. They thought pt was sick and took pt to the hospital. At the hospital glucose was 37 mg/dl on a doctor's meter. Spouse was told that a lab test was identical to the doctor's meter. Pt rec'd a glucose IV for hypoglucemia. Controls were not used on the system by the pt. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.